Manufacturer narrative:
Additional narrative: (B)(4). Patient¿s identifier is unknown. 510k: this report is for unknown quantity of unknown screws. Part and lot numbers are unknown; UDI number is unknown. Not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Facility phone number is not provided for reporting. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes (B)(4) reports an event in france as follows: it was reported that a patient had initial surgery performed on (B)(6) 2013. At the patient's request the planned hardware removal surgery was performed on (B)(6) 2018. During the hardware removal procedure, it was difficult to remove the femoral plate because the screws had been combined/merged with the plate creating a locking effect. The screws were locked inside the plate. Surgeon could not remove the implants. It was reported that there was major femoral bone defect due to the fact that the surgeon had to remove more bone than planned. The surgery was prolonged for about thirty (30) minutes. Surgeon used tungsten bit during the procedure. Patient consequences reported as longer hospitalization, educational and sports consequences, unexpected orthosis. This report is for unknown quantity of unknown screws. (B)(4).